Event description:
After intubation and prior to incision, the bed in the or collapsed. The bed tilted head down while the patient was on the bed. The bed and patient were immediately picked up and the patient was transferred to a stretcher. The patient was taken by stretcher into the garage for an MRI. The surgery was aborted.